Manufacturer narrative:
Product ID: 8711, lot# n137556007, implanted: (B)(6) 2008, explanted: (B)(6) 2014, product type: catheter.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient developed an abscess around the pump as well. Should additional information be received a supplemental report will be filed.

Event description:
Additional information the pump, catheter, programmer and procedure were noted as ¿no¿ for causality. It was stated there was a pump operability test on 2014 (B)(6) with no abnormal findings. It was noted, the wound dehiscence on 2014 (B)(6) led to the decision of hospitalization. It was noted that a fever and antibiotics were given on 2014 (B)(6), and the granuloma on the wound formed on 2014 (B)(6). It was stated, the patient was discharged on 2014 (B)(6). It was stated, there was no causal relationship. It was noted, the patient recovered from the wound dehiscence on 2014 (B)(6). Additional information reported, the event occurred to the most recent pump.

Event description:
Additional information reported the pump and catheter were removed. It was noted there was no withdrawal reported. It was unknown if the patient would be reimplanted.

Manufacturer narrative:
Concomitant medical products: product ID 8711, lot# n137556007, implanted: (B)(6) 2008, explanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
It was further reported that the outcome of the patient's infected pump was reported as recovered as of (B)(6) 2014. The causality was reported as none for the drug, catheter, pump and programmer. A surgical procedure was performed in which the system was removed. On (B)(6) 2014 there was an operation to replace the pump. (B)(6) 2014 the patient was hospitalized for observation due to dehiscence of the wounded part found at a routine device check. On (B)(6) 2014 an antibiotic was given to treat the patient's temperature. The patient had an upper respiratory inflammation and expectorations. On (B)(6) 2014, the wounded part was found to have turned into a granuloma. The patient more or less recovered and was discharged on (B)(6) 2014. On (B)(6) 2014, tissues around the granuloma were reddened and tumorous with pus. The patient was referred to the hospital where the granuloma was incised and confirmed as (B)(6). The removal of the itb system was then scheduled and on (B)(6) -2014 the whole of the itb system was removed. As of (B)(6) 2014 the wound was completely healed and the patient was sent home for observation. There was no causality with the product. Further regarding the infected pump on (B)(6) 2014 there was an operation to replace the pump with an incision of the wounded part on (B)(6) 2014. On (B)(6) 2014 a malignant granuloma was found. On (B)(6) 2014 the incision of the reddened granuloma and a tumor was identified with the issue as an infection of the pump. The infection was considered to have been spread from the surface to the depth through the above mentioned surgical procedure.

Manufacturer narrative:
.

Event description:
Additional information reported the wound maceration/dehiscence and granuloma recovered and lightened.

Event description:
It was reported following a pump replacement (B)(6), the patient left the hospital after about a week. He patient was admitted for wound dehiscence and administered antibiotic. Granuloma formed afterwards. (B)(6) was detected afterwards, however, the patient had already become a carrier and there were no inflammatory response or any activity, so antibiotics such as vancomycin was not administered and was currently under observation (hospitalized). On (B)(6), it was reported currently under recovery so no prescription was made and was under further observation. It was noted no casual relationship to the catheter or programmer and unknown with the pump and procedure . Per the attending physicians comments it was further noted a call was made to the attending physician asking to have a catheter and a pump ready because of a suspected infection of a patient who had a pump replacement performed on (B)(6). Previously, a similar symptom developed after the tape, so it can be the patient's constitution. As a treatment, a steroid administration was discussed with the dermatologist, however, since it takes time and hospitalization will be prolonged, cutting the granuloma was also considered, and in such case, the location was near the catheter, so as a precaution the hcp wanted a catheter and a pump to be readied. Most likely there is no causal relationship between the pump, however, the hcp was not sure. Currently under recovery, so the granuloma will not be cut and further observation will be continued. Speculated that discharge was soon. Next refill ((B)(6)) be performed as scheduled. The pump was used to deliver gabalon. .additional information further reported that wound dehiscence was permitted and treatment such as administration of antibiotics was performed. Granuloma ¿was formed afterwards¿. (B)(6) was detected afterwards, but it had already been carried by the patient and became a normal inhabitant. Due to the lack of inflammatory response and inactivity, the patient is currently in the process of follow-up (hospitalized) without administration of any antibiotics such as vancomycin. Additional information later reported the ¿wounded part was cut opened¿ during the outpatient clinic and then the patient was hospitalized. Antibiotic was administered because of having fever and the wounded area caused granulomas. The patient left the hospital. Per the hcp there is no correlation seen.

Manufacturer narrative:
.

Event description:
It was now reported that the wound opened on (B)(6), 2014 and the patient's wound dehiscence was reported as recovered on (B)(6), 2014. This was not related to the pump, catheter, programmer, procedure or investigational drug. Likewise the patient's granuloma was not related to the pump, catheter, programmer, procedure or investigational drug. On (B)(6), 2014 "illegible" of infected granulation was performed. The patient's pump infection, determined when the incision was made, and this was reported as "other" unrelated to the investigational drug, catheter and programmer but related to the pump and the procedure. The patient's outcome was reported as recovered on (B)(6), 2014. A pump operability test was performed on (B)(6), 2014 with no abnormal findings.

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported there was an abdominal infection on (B)(6) 2014 that resulted in prolonged hospitalization. It was noted the patient was not recovered as of (B)(6) 2014. It was noted the causal relationship was unknown. It was noted there was inflammation, swelling and a heat sensation around the granuloma, so an emergency removal of the granuloma was performed. It was noted there was purulent exudate from the wound, and it was immediately removed. It was noted the purulent exudate was draining from around the pump. It was noted the previous condition appeared to have been granuloma formation at the site of the wound dehiscence only with no impact around the pump. It was noted the health care provider (hcp) thought it was best to remove the pump and replaced once the infection cleared, but if the therapy can't be reduced, they would consider repositioning the therapy on the other side of the abdomen. It was noted a dose reduction of 10 to 20 mcg/day was planned. Additional information noted the outcome was not recovered as of (B)(6) 2014. It was noted a bridge bolus to reduce the concentration was performed across 6 days. It was noted the patient visited during (B)(6) 2014 a refill was done, so the dosage could be brought down to 50mcg/day quickly in order to remove and replace the pump. It was noted the expected residual volume was 15.8 ml, but the actual residual volume was 15.7ml. It was noted there was a pump operability test performed for reducing the concentration. It was noted there was no problem with the patient's condition. It was noted that if they received family consent during future meetings to reposition the pump they would do so. This event was also reported under manufacturer report #3004209178-2014-07345. All additional information will be reported under this report (manufacturer report # 3004209178-2014-04205).

Manufacturer narrative:
Product ID 8711, lot# n137556007, implanted: 2008 (B)(6); product type catheter. (B)(4).